Event description:
It was reported approx two weeks post placement it was noted this filter had migrated to the heart. The filter was successfully retrieved in 2002. To date no further info regarding this event is available. This device was destroyed by the user facility. Therefore, no failure analysis will be available. As a lot number for this device was not provided, a device history search could not be performed. The co's attempts to obtain further details regarding the circumstances of this event have been unsuccessful. Should further details become available, a supplemental medwatch report will be filed under the appropriate sequence number. The co's directions for use state: "an inferior vena cavogram must be performed prior to insertion of the stainless steel greenfield vena cava filter with 12 french introducer system. This procedure determines caval patency and diameter and is used to evaluate the inferior vena cava for the presence of thrombus and congenital anomalies... Insufficient flushing can allow thrombus formation inside the filter which can bind the legs and prvent complete opening upon release... Confirm location of the carrier capsule by injecting contrast through the handle of the introducer catheter... Do not attempt to move or manipulate an engaged filter... In most cases, a second filter, properly placed, should be implanted for protection against recurrent 'pe'."